Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box dates from (B)(6) 2015 -(B)(6) 2015. A "por" event was observed in the black box on (B)(6) /2015. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment cracks observed in thread area and below grip pad. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The current draws within specifications. A "power" issue was not duplicated during investigation. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.